Event description:
A 3.0mm diameter x 30mm length ave micro stent ii was inserted into the circumflex coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back and the stent dislodged from the stent delivery system. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was successfully snared from the pt. There was no additional clinical sequelae reported relative to the event.